Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device took an extended time to discharge and the nurse received an unintended delivery of energy while performing CPR. Complainant indicated that there was no adverse effect to the patient or the nurse due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "extended time to discharge" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device log indicated the user pressed the "charge" button 9 consecutive times in an 11 second period. Then, 16 seconds after the last "charge" button press the "shock" button was pressed and a shock was delivered. The customer's report of "electrical shock to user" was not replicated or confirmed. Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log indicated that the user was pressing the incorrect key while trying to deliver a shock, then the correct button was pressed while CPR was being performed. The clinical data file was not available for review as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.